Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the hypotube was severely kinked at various locations along its length. An examination of the stent identified that the proximal side of the stent was bunched and pushed distally on the balloon. As a result, the bunched proximal side of the stent was positioned 3mm distal to the proximal markerband. The distal end of the stent remained crimped in place with no damage present. No issues were noted with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The complete totally occluded, 20x2.25mm target lesion was located in a severely calcified and severely tortuous left anterior descending (lad) artery containing a significant >=90 degree lesion bend. A 2.25x20mm promus element drug-eluting stent was selected and advanced to treat the target lesion. However, the physician could not use the stent to cross the lesion as it was noticed that the strut was broken and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The complete totally occluded, 20x2.25mm target lesion was located in a severely calcified and severely tortuous left anterior descending (lad) artery containing a significant >=90 degree lesion bend. A 2.25x20mm promus element drug-eluting stent was selected and advanced to treat the target lesion. However, the physician could not use the stent to cross the lesion as it was noticed that the strut was broken and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.